Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a calcified vessel in the lower limb. A 3.0mm x 100mm x 90cm sterling¿ sl balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The whole system was completely removed from the patient's body without any issues and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.